Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device was voice prompts in UK english instead of the correct us english. The reported fault was attributed to incorrect language programming during the manufacturing process. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device operated in a different language. An incorrect language may lead to an inability to understand the device, which may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device operated in a different language. An incorrect language may lead to an inability to understand the device, which may prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.